Event description:
It was reported that the bd alaris smartsite pump infusion set was damaged. The following information was provided by the initial reporter: our care teams have identified a trend involving tubing failures affecting two different IV sets. These failures include disconnections and visible cracking. Item: 2432-0007, quantity affected: (B)(4) case, serial/lot number: (B)(6).

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
H10: it was reported by customer that they had disconnections and visible cracking. One photo was submitted for quality evaluation. The photo submitted was of product 2420-0007 and not of the reported 2432-0007. Additionally, the lot number reported does not match the product number reported. The customer complaint of component damage - no leak and separation could not be confirmed. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. The customer reported the lot number as 25105186. A device history record review could not be performed because the lot number is reported does not match the product number reported.

Event description:
No additional information was provided.